Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 devices. The following information was provided by the initial reporter. The customer stated: "foreign matter in sst tubes. Customer querying if it's a daddy long leg spider but also reddish in colour."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes; d.10 returned to manufacturer on: 13-feb-2023. H.6. Investigation summary: bd received thirty-three (33) samples and two (2) photos for investigation. The samples and photos were reviewed, and the indicated failure mode foreign matter (fm) was observed. The fm was observed to be a piece of rubber stopper material on top of the gel. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 devices. The following information was provided by the initial reporter. The customer stated: "foreign matter in sst tubes. Customer querying if it's a daddy long leg spider but also reddish in colour."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.